Event description:
The customer's father contacted bayer for assistance with his daughter's breeze2 meter.he alleged that the meter had been giving erratic readings, such as 450 and 85 mg/dl.the customer's doctor stated the test strips were defective and could have caused the customer's seizures.no other information was provided.the advocate did not have the products with him at the time of the call.at this time, it's not known if any product will be returned.